Event description:
It was reported that oversensing of the t-wave by the right atrial (ra) lead led to inappropriate mode switching on the device. The ra lead was reprogrammed to eliminate the oversensing and the lead remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.